Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that during the cartridge change process the patient remained connected to the infusion system. The piston rod did not detect the plunger and pushed the insulin out of the cartridge. It was thought that the insulin was delivered to the patient; the patient was given glucose and an ambulance was called. It was then found that the insulin leaked from the cartridge and was not delivered to the patient. The patient experienced hyperglycemia due to the glucose. He was treated with insulin injections at the hospital. The infusion device was requested to be returned for product evaluation.